Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding relevant dates and possible contributing factors with respect to the reported issues of the implantable neurostimulator (ins) battery hurting and moving around. The consumer reported that she had several falls since (B)(6) 2015, and maybe before that as well. It was noted that the patient did not keep track of her falls. It was also reported that the patient had foot surgery on (B)(6) 2015. It was also noted that the patient had changed healthcare professionals. The patient had seen the previous healthcare professional on (B)(6) 2015, and saw the manufacturer representative on (B)(6) 2015 for an adjustment; the patient was not sure if the manufacturer representative was made aware of the issues at that time. On (B)(6) 2015, the patient saw the new healthcare professional, and the healthcare professional was made aware of the reported issues. The patient saw the healthcare professional and manufacturer representative and reported the issues to the manufacturer representative on (B)(6) 2016; the patient was told that a device check indicated the device was fine. The patient saw the healthcare professional again on (B)(6) 2016, and the patient mentioned that the ins was sore, the ins was moving around, and the battery charge was lasting a long time. It was also reported that the patient saw the healthcare professional on (B)(6) 2016 for a hip injection unrelated to the reported pain. In addition, the patient recently had a bad asthma attack and had been on prednisone, so she was not hurting as of (B)(6) 2016. It was also mentioned that the patient had an upcoming appointment to see the manufacturer representative for an adjustment. Additional information received from the patient and manufacturer representative reported that the patient met with the manufacturer representative on (B)(6) 2016. The patient had told the manufacturer representative about a fall, so the manufacturer representa tive performed an impedance check of the system. Everything was fine, and the patient indicated the falls were not due to the implantable neurostimulator (ins). The manufacturer representative noted that the patient had not mentioned anything about the battery moving around. No interventions were planned.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the battery was hurting and moving around. It was also noted the patient experienced pain at her hips that the stimulator was not reaching. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included lumbar radiculopathy and spinal pain.